Manufacturer narrative:
Dental implant was damaged by user during the try to remove the defect abutment screw. No product problem detected. Implant is a collateral damage. The abutment screw is was not complained. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Dental implant was damaged by user during the try to remove the defect abutmentscrew.